Event description:
The manufacturer received information alleging an issue with a ventilator's volume delivery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the device failed a test step during testing related to flow. The device's sensor board needs to be replaced to address the issue.